Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with a 275cc mentor smooth round moderate profile saline prosthesis was performed on (B)(6) 2021.